Event description:
Procedure type: urogynecological. According to the rptr: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of complex vaginal vault prolapse after hysterectomy and genuine urinary stress incontinence. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with gynecare mesh.